Event description:
It was reported that during an in-clinic follow-up, the pacemaker was noted to be in backup mode due to event queue overflow. The pacemaker was successfully reprogrammed and restored. The patient was in stable condition.